Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date and received a bi-metric stem and a m2a ringloc cup. Subsequently, patient has a revision procedure scheduled for (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date and received a bi-metric stem and a m2a ringloc cup. Subsequently, patient has a revision procedure scheduled for (B)(6) 2014 due to unknown reasons. Additional information received noted patient was scheduled to be revised due to pain but the patient cancelled the case due to no longer experiencing pain.